Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between . Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection of the lens shows it was cut through the optic center most probably to aid in explant. Further inspection revealed minimal scratches/abrasions on surface of the lens optic. Based on the condition of the lens, further analysis is not possible. The complaint event is not confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zlb00 intraocular lens (iol) implanted into the patients right eye was explanted due to patients complaint of poor intermediate vision which the patient was unable to tolerate and unexpected post-op refraction. The explanted lens was replaced with an iol of a different model. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.